Event description:
It was reported that pump malfunction occurred. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of "700-800" mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later with the issue resolved and no permanent damage. Customer continued to use current pump.